Manufacturer narrative:
This product was received for evaluation and the reported failure could not be confirmed. The device was returned to the customer. Additional part used: glidescope, smart cable; catalog: 0800-0531.

Event description:
The customer reported that during a patient procedure, using a glidescope avl 2 monitor, the screen was dark with an occasional flicker. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.